Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This device was explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. The returned pacemaker was analyzed, and a review of the device memory confirmed that a low voltage alert, premature battery depletion (pbd) was recorded. The power level gradually increasing over time fits the characteristic of leaky capacitors due to high hydrogen. Previous analysis and testing have shown that with high hydrogen present capacitors goes leaky. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This device was replaced and was returned for analysis. No additional adverse patient effects were reported.